Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when taking injection, the patient end bends stated, she gets some leakage. Stated, did not know she has to prime before taking injection. Stated, she did not know "pinching up" is not required when using the nano.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 : see h.10.